Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's alarm volume was too low. The customer's blood glucose (bg) level was 50-59 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the customer continued to use the pump for insulin therapy.